Event description:
A malfunction was reported on a customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The customer reset their pump prior to calling in to technical support. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.